Manufacturer narrative:
Evaluation codes: results - (other): visual inspection of the product found one haptic torn. There was evidence of surgical residue. Conclusions): the root cause for this event cannot be determined because the cartridge and injector were not returned.

Event description:
The surgeon implanted a cc4204bf collamer lens but it tore as it was being inserted. The lens was removed with no pt injury or complications. The facility stated it was unk as to why the lens tore. An msi-pf injector and an sfc-25 cartridge were used, but the lot numbers were not provided by the facility.